Event description:
The device was applied during a thoracoscopic lung reduction. Reportedly, the instrument misfired. The hospital has reported that no pt injury occurred.

Manufacturer narrative:
12/17/96 - supplemental report #1 submitted to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.